Event description:
A healthcare professional reported that an ophthalmic laser probe could not be inserted into the trocar during vitrectomy surgery. The surgery was completed the same day using a new laser probe, and there was no patient harm.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).